Event description:
It was reported that a pt underwent a gynecological procedure on an unspecified date in 2008. During the procedure, the motor drive unit did not drive the disposable hand pieces adequately. The procedure was successfully completed using four to five disposable hand pieces with no adverse pt consequences.

Manufacturer narrative:
Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.